Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had unexplained high blood glucose. Customer was taken to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 450 mg/dl. Customer stated that her insulin pump was not working correctly it was alarming button error. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces.